Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged due to the implant depth and patient's severe calcification. Subsequently, it was planned to implant a second valve using a second delivery catheter system (dcs), and compression loading system (cls). Upon taking the second dcs out of the packaging, the dcs became contaminated by contact. Therefore, a third dcs was opened, and the second valve was successfully implanted valve-in-valve. Additional information was received indicating that a pre-implant balloon dilation was performed. The first valve was originally implanted at its intended depth before it dislodged. No post-implant balloon dilation was performed prior to the dislodge. The second dcs was contaminated due to user error. The second valve was not contaminated.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID envpro-16-us (lot: 0011993308); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged due to the implant depth and patient's severe calcification. Subsequently, it was planned to implant a second valve using a second delivery catheter system (dcs), and compression loading system (cls). Upon taking the second dcs out of the packaging, the dcs became contaminated by contact. Therefore, a third dcs was opened, and the second valve was successfully implanted valve-in-valve.